Event description:
It was reported that the yellow/orange section of a permanent cautery spatula instrument broke off. The initial reporter contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) asking if the instrument tip would be visible with an x-ray. No other information regarding the instrument or reported event was provided. On (B)(4) 2014 isi contacted the risk management department from the site. The corporate risk manager indicated that the surgical procedure was not recorded. He did not know what specific da vinci surgical procedure was being performed when the event occurred. He did not know if the permanent cautery spatula instrument was inspected prior to the start of the surgical procedure. During the surgical procedure, the surgeon indicated that the instrument was not doing what it was supposed to be doing. At that point, the surgical staff removed and inspected the instrument. The instrument was found to have a missing fragment. The surgeon irrigated the surgical field and was unable to find any broken fragments. No x-rays were performed. The corporate risk manager did not know if the surgical procedure was completed or if any post-operative complications were reported. The corporate risk manager stated that the patient has since been discharged from the hospital and the site is still determining if the instrument will be sent back to isi for evaluation.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the customer reported failure mode. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: a fragment from the permanent cautery spatula instrument reportedly broke off. However, at this time, there is no indication that a patient experienced a serious injury because of the reported instrument issue.